Manufacturer narrative:
(Eval method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (B)(4).

Event description:
System failed during filming and does not power up again. Patient on the table waiting for examination.